Event description:
The pump alarm started going off in the middle of the night; it was a dual alarm. The patient was feeling a little dizzy at the time of this report. The patient was due for a pump refill ¿pretty soon¿ but didn¿t know when. The last pump refill was (B)(6) 2014 and the pump was usually refilled every couple of months. The patient had a ptm (personal therapy manager), but wasn¿t using it because he had been undergoing a trial for breathing and didn¿t want to impact the breathing trial with the medications from the bolus. The patient¿s breathing trial was not related to his pump or therapy. The ptm home screen gave a pump refill date of (B)(6) 2015. When the patient went to use the selector key, it was going back to the main screen and the ptm display was flickering. The patient attempted to change the batteries in the ptm and the batteries he had in the house didn¿t resolved the issue because it only showed the ptm having 1/4 on the battery so it wouldn¿t synch. The patient was going to go to his neighbor to see if he could get some new batteries. After replacing the batteries, review of the alarm screen on the ptm showed that the low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The patient was planning to contact his hcp (healthcare professional). The device system was delivering hydromorphone, bupivacaine, and baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
As of the date of this report, the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).